Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that poly did not lock into the spacer so users replaced both the poly and the spacer. The doctor was able to pull it out with his two fingers after impacting it. Doe: (B)(6), 2025 affected side: right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> it was reported that poly did not lock into the spacer so users replaced both the poly and the spacer. The doctor was able to pull it out with his two fingers after impacting it. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the dxtend humeral spacer +9mm does not show signs of any nonconformance that would contribute to the reported complaint. Evidence indicates that the device had been properly measured and inspected at the manufacturer through a 100% inspection process. All relevant dimensional checks and specifications were found to be within acceptable limits at the time of release. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. Furthermore, the delta xtend¿ reverse shoulder system surgical technique care notes (pages 41) can be reviewed for further assessment. The overall complaint was not confirmed as the observed condition of the dxtend humeral spacer +9mm would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device product description: dxtend humeral spacer +9mm product code: 130730009 lot number: 5556230 and no non-conformances or manufacturing irregularities were identified. Device history review ==> a manufacturing record evaluation was performed for the finished device product description: dxtend humeral spacer +9mm product code: 130730009 lot number: 5556230 and no non-conformances or manufacturing irregularities were identified. Corrected: h3.